Manufacturer narrative:
Philips service reloaded the software, configured the bios, and restored backup files to restore functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a boot-up issue was resolved by reloading software and configuring bios on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.